Manufacturer narrative:
Zimmer biomet (B)(4). Brand name unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that clinician trephined out fractured implant at tooth location 23 and immediately replaced. Bone is dense, patient had extreme pain and inflammation as a result of fractured implant.